Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 06dec2020.

Event description:
The customer reported that while the device was in use on a patient "backup alarm failed" alarm continually sounded. The device shut down after the alarm occurred. There was no problem with the operation after rebooting. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
G4: 07dec2020. B4: 30dec2020. The manufacturer's field service engineer (fse) was dispatched to the site. After evaluation, it was revealed that there was no evidence of a shutdown, the allegation was neither confirmed nor duplicated during service, and the only issue found was the backup alarm failure for which the cpu board will need to be replaced. The fse replaced the cpu board to resolve the backup alarm failure. The device passed the required performance verification tests and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:05feb2021. B4:05feb2021. (B)(4). Failure analysis on the returned central processing unit assembly shows a failure of the ls1. Customer complaint was verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.